Event description:
The customer's mother reported failed battery test alarms, a blank display and no button response. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
No unexpected failed battery test alarm was noted. The insulin pump had a blank display due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube.